Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was last repaired in october 2021. Although it was determined that the no image and b30 scope communication error message were likely due to a kink of the image sensor unit cable causing a disconnection of part of the signal cable, a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that there was a no image issue while using the endoeye flex deflectable videoscope. The issue occurred during preparation for use, there was no procedural delay, and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to electronic board damage. The curved rubber adhesive was missing, and curved rubber scratches were observed. Scratches were also found on the following device components: operation part, grip, up/down plate, right/left plate, nigiri cover, universal cord, light guide (lg) connector, lg cover glass surface, and the video connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the additional reportable malfunction found during evaluation: h6/medical device problem code: 2896 - communication or transmission problem. The device was returned and evaluated, and there was no image on the device but an error code b30 was displayed.